Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged resulting in loss of capture. As a result, this lead was explanted. It was noted that this lead would not be returned. No adverse patient effects were reported.